Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported from the (B)(6) implant retrieval centre and patient's legal representative that patient underwent a revision procedure approximately five years post-implantation due to metal debris.

Event description:
It was reported from the (B)(6) and patient's legal representative that patient underwent primary hip procedure on (B)(6) 2006. Revision procedure was performed on (B)(6) 2011 due to metal debris. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The (B)(6) is holding the product and is to perform an evaluation on the returned explant. When an evaluation report is received from the (B)(6), a follow-up report will be sent to the FDA.this report is 2 of 2 reports submitted for the same event. Also see: 3002806535-2012-00006.